Manufacturer narrative:
Technical evaluation: the distal tip has a single axis bend 2.5 cm from the end, just where the shaped tip exits the protective tube. Conclusion: the incident is confirmed as reported. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1147-02 (lot # l15187). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. This lot was associated with (B)(4) which called for increased testing of coated catheters and (B)(4) which resulted in a labeling error that has since been corrected and closed. The lot has passed all dimensional requirements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.

Event description:
Product was kinked in package. Never opened, but observed on distal tip beyond the protective tube.